Event description:
Surgeon was using ethicon atw45 stapler with reload across renal artery. The staple line "fell apart" according to the doctor, and caused hole in aorta and subsequent blood loss with repair required.